Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set had flow issues during use. The following information was provided by the initial reporter: "we have more of these that are failing."

Manufacturer narrative:
The following fields were updated due to additional information: describe event or problem: it was reported that the pressure rated ext set bonded ss 8.5 had flow issues during use. The following information was provided by the initial reporter: "we have more of these that are failing." Medical device brand name: pressure rated ext set bonded ss 8.5 catalog #: 22003e-07, lot #: 20119619, UDI #: (B)(4), medical device expiration date: 2021-11-19, PMA / 510(k)#: k960280, device manufacture date: 2020-11-17. Investigation summary: it was reported that the customer is having flow issues. The fluid paths of all samples were open and those samples were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 22003e-07 lot number 20119619 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned needle-free connector (smartsite). Following a small number of similar reports, CAPA (B)(4) has been initiated. Bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However in this instance no occlusion was observed during testing of the returned samples. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 had flow issues during use. The following information was provided by the initial reporter: "we have more of these that are failing."